Manufacturer narrative:
(B)(4). Investigation summary: the analysis found that one pve35a device was returned with no apparent damage and with no cartridge loaded on the device. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The reported event could not be confirmed as the device performed without any difficulties noted during the functional testing. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Batch # p5829j. The batch history records were reviewed and the manufacturing criteria were met prior to the release of the batch. Additional information was requested and the following was obtained: please clarify the staples did not fire properly and the staple line was oversewn, was that due to malformed staples, an oozing staple line (staples in proper b-form but bleeding through), etc.? Please explain. The staples were malformed. They did not make b¿s. They said the staples were standing up straight.

Event description:
It was reported that during a laparoscopic appendectomy procedure the staples did not fire properly on the first firing on the appendix. The surgeon oversewed the staple line on the appendix stump. It was unknown if an additional device was opened to complete the procedure. There were no patient consequences reported.